Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "rupture."

Event description:
Patient reported left side "rupture," "cysts," "deep undulations and skin implant collections," "predominance of fibroglandular tissue, extremely dense, reducing mammographic sensitivity," " retropectoral position, with regular contours." Device remains implanted.